Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the computer turned off few moments later after starting the application. After they restarted the computer, they were able to log in into the application without any restart. When the module is connected, it is not visible for the system. When disconnect and reconnect the module to the system, then, sometimes it start working. And after that, again, it goes off. The computer (eclc) was tested with another module and still, the same issue occurred. There was no patient impact related to the event.

Event description:
It was reported that pre-op, the computer turned off few moments later after starting the application. After they restarted the computer, they were able to log in into the application without any restart. When the module is connected, it is not visible for the system. When disconnect and reconnect the module to the system, then, sometimes it start working. And after that, again, it goes off. The computer (eclc) was tested with another module and still, the same issue occurred. There was no patient impact related to the event.

Manufacturer narrative:
H3: the customer's reason for return hasn't been confirmed. The eclc has been received in good conditions. No anomalies have been found. H6: initially submitted codes fdm b17, fdr c20 & fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim-eclipse® controller, product description:controller 945eclc eclipse). Missed to update the above statement in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.